Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter name), g1, g3, g6, h2, h6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name).

Manufacturer narrative:
Updated fields : b3, b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11 corrected field : h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit but was unable to replicate the reported malfunction. All ECG gain checks passed with a patient simulator. All cardiosave trainer waveform verification checks passed. The fse completed product inspection per manufacturer requirements.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use of cardiosave intra-aortic balloon pump (iabp), the ECG was not reading or triggering. There was no harm reported.